Event description:
It was reported that the patient underwent a minimally invasive posterior surgical procedure at l2-l4. It was reported that the tip of the rod inserter was caught in the reduction sleeve extender. This prevented the insertion of the setscrew in the left l2 bone screw. No patient complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.